Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "apnea" alarm condition occurred. There was no harm or injury reported. The customer states that when the patient is sleeping the unit is alarming. The patient is not initiating a breath. The reporter indicated giving instructions to the customer on how to turn the apnea interval off, by turning off the backup ventilation it will remove the apnea interval from the alarm setting. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.